Event description:
Customer reportedly received results of 22.6 mmol/l and 11.7 mmol/l on the mobile system, and result of 7.9 mmol/l on the compact plus system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). Reference medwatch report with (B)(6) for the suspect device used in the mobile system.